Event description:
It was reported the procedure was being performed in the medical intensive care unit. During insertion, the spring wire guide became kinked. As a result, everything was removed and they noticed the tip of the dilator was bent. As a result, another kit was opened and used successfully to complete the procedure. There was no delay in treatment and no pt death or complications reported. This occurred twice with different pts. See MDR 1036844-2013-00291 for second complaint.

Manufacturer narrative:
(B)(4).